Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device has been implanted for four years and seven months. Technical services (ts) was consulted for a longevity estimate on this model device which was estimated at six and a half years. It was noted that the device had less than 0.5 years of battery life remaining and the device will be explanted upon triggering elective replacement time (ert) status. No adverse patient effects were reported.

Event description:
Additional information was received that four months later this device was explanted due to normal battery depletion (nbd). No addtional adverse patient effects were reported.